Event description:
Company representative via medwatch (B)(4) sent a report reported " needle became stuck inside the protective sheath during a diagnostic endobronchial ultrasound (ebus) procedure. No harm was reported. No patient injury, no user injury reported due to the event.

Manufacturer narrative:
The subject device was not returned for evaluation. In a follow up communication with the customer (nurse company representative ), it was stated the device is sequestered as facility policy and has not heard about returning. Additionally, it was conveyed that there was no patient harm or injury, and the intended procedure was not delayed, postponed, or canceled. No further information was provided. Review of device history record showed the product met all specifications upon release. Manufacturing date: 02aug2022. The device was not returned to olympus for inspection, therefore the condition of the device and confirmation of the reported complaint cannot be performed. Due to no device return, potential causes of the reported complaint cannot be determined at this time. Instruction for use (IFU): the device IFU (instructions for use_pn0008807_ah) states: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ (page 12) ; "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." (Page 13). Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. The subject device was received and evaluated. Device inspection was performed. A visual inspection upon the received condition found that the insertion portion sheath detached from the metal protector boot. There was also severe kinks/damage to the detached insertion portion sheath. In addition, the needle was noted bent below the metal protector boot. The detached/damage insertion portion sheath caused the needle tip to not extend from the insertion portion sheath. In addition, the stylet wire was found missing from the handle side. Based on inspection findings, the complaint was confirmed. The reported failure could be attributed to the detached/damaged sheath, which likely resulted from the device experiencing excessive resistance and /or angulation, the device IFU (instructions for use_pn0008807_ah) states: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ (page 12); "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." (Page 13). Olympus will continue to monitor complaints for this device.